Event description:
It was reported that during implant of this right ventricular (rv) lead, threshold measurements were high. It was noted that there were difficulties attempting to retract the helix. The lead was removed and tissue was noted to be entangled within the helix and could not be removed completely. The physician noted that the helix could not be retracted, therefore the physician decided to use a different rv lead. A new rv lead was successfully implanted. No patient adverse effects were reported.